Event description:
Additional information has been received that lens was exchanged with different model company lens. This report is associated with multiple complaints. This file is associated with right eye.

Manufacturer narrative:
Additional information provided in b.5., d.1., d.2., d.4., h.3. And h.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nonhealthcare professional reported that after the intraocular lens (iol)implantation surgery, the patient had glare, blurry vision, halos and star bursts. Hence the lens was explanted and replaced with another unspecified lens in a secondary procedure. The clinical reason for explant was mentioned as anisometropia and visual disturbances. This report is associated with multiple complaints. This file is 1 of 2.